Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench and battery indicators and that they are using a third party brand battery in their device. The device also displayed "call service" and an event code was logged in the device's memory which indicated that it would not likely be able to provided defibrillation therapy if it were necessary. There was no patient use associated with the reported event.